Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient's adverse event of an umbilical hernia, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery on (B)(6) 2025. Follow-up with the patient's pd registered nurse (pdrn) confirmed the patient successfully underwent the outpatient surgical repair of an umbilical hernia on (B)(6) 2025. The patient's umbilical hernia existed prior to the patient starting pd therapy; however, it was too small to repair during pd catheter (not a fresenius product) placement surgery. The patient had been encountering some drain complications which led to radiological studies determining the patient's hernia had grown in size and was obstructing the pd catheter's flow. The patient has continued to undergo ccpd post-surgery utilizing the same liberty select cycler without any reported issues. The pdrn stated the patient's liberty select cycler functioned as intended, however its usage assisted in exacerbating the umbilical hernia. The patient has recovered from the serious adverse event.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage due to a damaged heater and missing door logo. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery on (B)(6) 2025. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent the outpatient surgical repair of an umbilical hernia on (B)(6) 2025. The patient¿s umbilical hernia existed prior to the patient starting pd therapy; however, it was too small to repair during pd catheter (not a fresenius product) placement surgery. The patient had been encountering some drain complications which led to radiological studies determining the patient¿s hernia had grown in size and was obstructing the pd catheter¿s flow. The patient has continued to undergo ccpd post-surgery utilizing the same liberty select cycler without any reported issues. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage assisted in exacerbating the umbilical hernia. The patient has recovered from the serious adverse event.